Event description:
It was reported that the pt experienced pulling at the extension that was "unbearable" to the point that the pt wanted the implant removed even though it was helping her symptoms. The pt's husband stated that the pulling was so severe it was pulling the implantable neurostimulator upwards as well. The health care provider had performed two revisions of the extension and could not find any sources of the pulling. The pulling began 2-3 months ago, and there was no known incident associated with it. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).